Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified ¿lo¿ sensor scan results compared to unknown results obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer experienced loss of consciousness and treated themselves with orange juice which was prescribed by a healthcare professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.